Event description:
It was reported that the insulin pump had a blank display. The customer stated that there was physical damage to the insulin pump. Troubleshooting was performed; the customer inserted new battery, but the blank display anomaly persisted. The customer's blood glucose was unk. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had an intermittent blank display due to a severely corroded battery cap contact. The insulin pump passed the displacement test, operating currents, and off no power test. The insulin pump had minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a slightly corroded battery tube.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Use this when reporting a malfunction on a mmt-x54 pump: the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.